Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the conductive rubber contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The meter display is fading and hard to read. Segments are missing from the results field of the display. Customer ran a test and reported a result of 2.2 inr. Segments were missing at the time of the test but no medication changes were made based on the result.